Manufacturer narrative:
(B)(4). Initial report: additional information including pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, what the patient was doing at the time of the dislocation, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to dislocation. Patient original surgery date (B)(6) 2019 - webops case # (B)(4) (non-ops). (B)(6) hospital. Dr (B)(6). Patient dislocated on (B)(6) 2022. Revision of liner and femoral head (B)(6) 2022. Products involved: ceramic head medium 36mm +0mm. Part # 104.3605. Lot # 417307. Artg # 211371. Trinity ecima liner taper 3 36mm neutral. Part # 322.03.636. Lot # 409890. Artg # 210775. Trinity cup 50mm taper size 3. Part # 321.03.350. Lot # 406068. Artg # 235377. Metafix collared std 125 size 3. Part # 579.2103. Lot # 399397. Artg # 281110

Manufacturer narrative:
(B)(4) final report . Additional information including pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, what the patient was doing at the time of the dislocation, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 3 years and 8 months due to dislocation.